Event description:
One port on manifold creating bubbles. This occurred during a left heart catheterization procedure. The user attached the manifold to the coronary catheter. On aspiration, the user noted bubbles in the manifold and control syringe.